Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing default was found on the returned instruments which can be responsible of the event. The leg bending and the deformed edges of inner sleeve combined with the cracked lateral flange (corresponding to the audible click described in the event) and deformed corner of the extender suggest that the rod is pinched between the sleeve and the extender during the rod reduction maneuvers, resulting in lateral loads against the inner sleeve and the extender.

Event description:
It was reported that a patient underwent a fracture fixation procedure at levels t12, l1, l2, l3. "The inner sleeve at l1 came off and was noted to be visibly bent on inspection. Only one side was instrumented as the bone quality on the patients left side would not support pedicle screw fixation and screw pulled out during the procedure." No further details are known at this time.